Event description:
It was reported that a malfunction alarm occurred with the pump, identified by malfunction code 12. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction persisted, prompting the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy.